Manufacturer narrative:
Patient¿s date of birth/age, gender and weight are unknown. Date of event: unknown. This report is for one (1) unknown retrograde/antegrade femoral nail. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implant date: unknown. The (510k#): unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had to undergo a revision surgery due to non-union (no specific reason known for nonunion) for removal of retrograde/antegrade femoral nail on (B)(6) 2017. There was a fifteen (15) minute surgical delay as the tip of percutaneous insertion handle broke off during the procedure. The patient status is reported as stable and the procedure for removal of a rafn nail was completed successfully. The intraoperative issue of insertion handle breakage has been captured under the linked complaint (B)(4). This report is for one (1) unknown retrograde/antegrade femoral nail 12x320. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.